Manufacturer narrative:
D4 - expiration date, d4 - primary UDI number and h4 - device mfg date: correction. H6. Investigation codes: updated. Investigation summary: the sample returned consists of one (1) incomplete set for p/n: 21-2764-24. The returned sample was received in used condition, in a plastic bag. The returned sample was visually inspected without magnification at 12¿ to 16¿ and normal conditions of illumination. Returned sample was unable to perform any test. Per the partial returned sample, it was observed that it was in used condition, and it was not able to perform any functional test on it, the complaint could not be replicated or confirmed. The failure mode of "a0160 - difficult to remove" could not be confirmed or replicated. Other analysis can´t be performed since what was received was a partial set. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that during removal of the needle part of the device detached. The needle was removed by pulling the thread. There was a potential blood contamination for the staff. There were no patient harm or adverse events reported due to this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.